Event description:
It has been reported to philips that the azurion 7 m12 system x-ray could produce cine imaging. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system x-ray could not produce cine. Review of the system log file showed ¿could not open the flexvision preset. Check procedurecard configuration¿ message after every system start up. Upon functional testing, fse found the actual cause of the issue was with examination programmed x-ray (epx). Fse reconfigured the epx and after that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.